Manufacturer narrative:
After investigation, it was determined that the level one root cause for no staples present was that the reload had been re-fired. The level two root cause was determined to be a combination of user error and product malfunction. Reloads are single-use devices that are not intended to be re-fired, as per the warning in the instructions for use 900299 section 1.4.9. However, a single-use lockout is present on all reloads to prevent re-firing of used reloads. After investigation of components that could result in inability to retract at the beginning of the firing, the root cause for inability to abort the firing could not be determined. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An aeon endostapler 3.25mm/60mm orange reload was used in a gastric bypass procedure by dr. (B)(6) on (B)(6) 2022. An orange reload was successfully fired transverse across the stomach. The stapler was reloaded with an orange reload. After the stapler clamped down, the user had to apply excess force to fire. A pop was heard. The user tried to abort the reload but was unable to. After completion of firing and retraction there were no staples formed, and a hole was left in the patient's stomach. It was sutured to repair. Additional reloads were used on the same handle to complete the case. The surgery was delayed more than 30 minutes.